Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of the subject device, the reported phenomenon could not be duplicated. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was turn to the black screen for a moment during the ascending colonectomy procedure. The subject device recovered soon and every devices connected with the subject device run without turning off. The procedure completed with the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the subject device, but it could not been duplicated the reported phenomenon. The exterior of the subject device was no abnormality. Also though omsc connected the subject device to the endoscope with following the instruction manual of the subject device and handled, there was no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. The exterior of the subject device had no abnormality with the visual inspection. The test had been run for three hours if the image of the subject device disappeared. But the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report from the user and omsc evaluation, omsc surmised there was the possibility this phenomenon was attributed to the following causes; a temporary contact failure of the subject device occurred due to the video cable damage. A temporary failure of the image output board of the subject device occurred for some reason. If additional information becomes available, this report will be supplemented.